Event description:
It was reported that a leakage was noticed at the connection site of the uv flash transfer set to the titanium adaptor. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been evaluated as of yet. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection, leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The reported issue was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.